Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump. Customer's blood glucose was 90 mg/dl at the time of the report. Customer did not recall blood glucose at time of the alarm occurring. The insulin pump had not been bumped or dropped. The drive support cap appeared normal. Customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to excessive motor axial play. No rewind anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.